Event description:
Braun anesthesia IV set with universal spike, back check valve, 2 ultrasite injection sites ultraport high flow, four way stopcock dual manifold and spin lock connector ref 456504, length 130 inches, priming volume 24ml, (B)(4), lot 0061529302. The IV tubing package was opened as the anesthesia technologist was setting up the procedure and a large metal screw was found inside the package. Top of screw is metal but appears to be dirty/used at the head where the screw driver would go. Tubing removed from patient area and given to supervisor.